Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant the catheter hub would not hold the introducer valve. The valve was too loose/detached in the hub. A different catheter was used and there was no fitment issues. No patient complications have been reported as a result of this event.